Manufacturer narrative:
The product remains implanted and is thus not available for analysis. As indicated in a legal brief, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to including, but not limited to, tilt, filter embedded in wall of the ivc, defect of the ivc, and trauma to her ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without procedural films for review, the filter tilt and vessel injuries reported could not be confirmed. With the limited information available for review, clinical factors contributing to the vessel injuries could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Additionally, the timing and mechanism of the filter tilt is unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As indicated in a legal brief, plaintiff underwent placement of optease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, tilt, filter embedded in wall of the ivc, defect of the ivc, and trauma to her ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.